Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of mitral stenosis, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedure. Based on the information reviewed, a conclusive cause for the reported mitral stenosis could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed for mitral stenosis. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+ with a a2/p1 flail and prolapse and a small valve. One mitraclip (91003u105) was deployed, however the pressure gradient was noted to be increased from 5 mmhg to 10 mmhg. A second clip was implanted. A third mitraclip was attempted to be deployed, however after grasping the leaflets it was noted that the gradient increased to 17 mmhg. Therefore, the clip was not deployed and removed from the anatomy, upon which the gradient decreased to 10 mmhg. Post procedure mr was reduced to 3-4. There was no clinically significant delay in the procedure. No additional information was provided.